Event description:
It was reported that a physician's dell x5 handheld device would repeatedly freeze on the "interrogation successful" screen. The physician has been able to troubleshoot past the issue; however, given the increased frequency of the screen freeze, he would like it replaced. A replacement handheld has been sent to the physician and attempts to have the handheld and flashcard in question returned to the MFR for analysis have been unsuccessful to date.